Manufacturer narrative:
The reported event for ineffective stimulation was not confirmed. As received, both leads were complete but cut (the complete 60cm was returned). The leads were returned cut as a result of the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Functional testing of the terminal and stimulation segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. Continuity of the lead body segments were measured from end to end of each wire. No opens were observed in any of the lead segments.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2021-05041. It was reported that the patient experienced ineffective stimulation. In turn, surgical intervention was undertaken wherein the entire scs system was explanted. No new products were implanted.